Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to reprocessing that was not conducted properly due to leakage from the scope connector cover (s-cover). However, a further cause of the leakage could not be presumed. The events can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that a whitish foreign material was inside / outside of the air and water tube, the connecting tube, and the nozzle. Additional findings include the following: water tightness was lost due to wear of the scope cover packing, the air / water cylinder had no color, the suction cylinder had no color, the insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover, the bending section cannot be bent in the down direction at all due to a cut on the angle wire, and the light guide lens had corrosion. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope bowden cable was torn from the big wheel. The device was returned for evaluation. During the device evaluation, a whitish foreign material was inside / outside of the air and water tube, the connecting tube, and the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.